Event description:
It was reported that on (B)(6) 2026, the patient experienced elevated blood glucose levels after failing to apply a new pod and subsequently falling asleep. No specific blood glucose values were reported. Upon waking, she reported a fall and contacted emergency medical services. The patient was transported to the hospital by ambulance and was subsequently admitted with diagnoses of hyperglycemia and a urinary tract infection. Treatment during hospitalization included intravenous antibiotics, blood pressure medication, and insulin. The patient remained hospitalized for three days and was discharged on (B)(6) 2026.

Manufacturer narrative:
According to the information provided, the event occurred due to user error. No lot release records were reviewed, as no device was involved in the reported event. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.